Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) was confirmed. As received, the battery pack was unable to power a test monitor. Upon evaluation, the nickel busbar tabs at the p2 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery. Device manufacturer date: battery sn (B)(4): 05/04/2020. Battery sn (B)(4): 05/04/2020.

Event description:
A us distributor reported that a patient's batteries were unable to power on a monitor.